Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 8 mm proximally from the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no issues with the hypotube. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 5.00mm/2.0cm/50cm peripheral cutting balloon was advanced for dilatation. However, during the fourth inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. It was further reported that the balloon ruptured at 10atm.

Event description:
It was reported that balloon rupture occurred. A 5.00mm/2.0cm/50cm peripheral cutting balloon was was advanced for dilatation. However, during the fourth inflation at 8 atmospheres for 30 seconds, the balloon ruptured the device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.